Event description:
It was reported that the customer's sterrad nx was emitting oil mist. There were no reports of human reactions due to this event. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
An asp fse assessed the unit onsite. Upon arrival the system was functioning as designed; there were no failed cycles. He replaced the oil mist filter assembly, tested its functionality and it was operating without issues. He ran several test cycles and the unit meets the manufacturers' requirements. The system has been turned over to the customer for use.

Manufacturer narrative:
Manufacture date: 11/2005. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, and the health hazard evaluation. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend of haze/oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad nx did not constitute a significant trend. The hhe (health hazard analysis) relating to haze / oil mist is low risk. The root cause was the oil mist filter was fully saturated.